Manufacturer narrative:
(B)(4)

Event description:
Per the surgeon, it was reported that the device was explanted on (B)(6) 2018 due an extrusion of the electrode array into the ear canal. The patient was reimplanted with another cochlear device during the same surgery.